Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter, read inaccurately high compared to an a1c result. The complaint was classified based on the customer service representative (csr) documentation. The patient was not able to give a date of when the alleged issue began. The patient reported obtaining an alleged inaccurate high blood glucose reading of ¿316 mg/dl¿ with the subject meter compared to an hba1c, she was unable to confirm what the exact result was. Lifescan does not consider this to be a valid comparison. The patient reported that she manages her diabetes with insulin (lantus 50 units at night, 15 units in the morning, 5-10 units at lunch and 35 units at dinner, no adjustments). The patient reported that in response to the alleged inaccurate high reading she took her usual 15 units of novolog, then she developed symptom of ¿bad headache¿. She self-treated the headache by eating a snack and lying down. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter, and that the patient¿s test strips had been stored correctly, were within expiry date. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.